Event description:
The patient reports severe complications following the implantation of a combined pacemaker-defibrillator in 2024, stating that the device malfunctions by delivering approximately 15 shocks per day. He describes an ongoing electrical shock sensation in his right arm since the initial procedure and notes that some of the leads are twisted around his heart. These frequent discharges cause him to pass out, make his stomach sick, and cause his heart to race. The issues originally began with jaw pain and have since progressed to include skin burning and swelling. Although he has consulted with the hospital and his cardiologist to reprogram the device, these attempts have failed to provide relief. Pt: 3162, 2418, 1685, 1721, 1994, 4540, 4577. Device: 2588, 2616, 1574. Ref: mw5187887, mw5187889, mw5187890.